Event description:
It was reported that the device reached the maximum charge time. The device was electively explanted and replaced due to normal battery depletion. The patient was in good medical condition following the event. The device will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.